Event description:
Spontaneous call from father who states sn# (B)(4) is alarming that no cartridge is detected, but has a cartridge full of medication, and cartridge has been depressed. Pt has switched to backup pump but requesting for replacement device. Confirmed pump rate at 0.032ml/hr. Is the actual device available to be returned for investigation? Yes; did we replace device. Yes; the reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Reported to (B)(6) by: patient/ caregiver; strength: 2.5mg/ml; dose or amount: 100ng/kg/min; frequency: continuous; route: sq; dates of use: from (B)(6) 2018 to ongoing; diagnosis or reason for use: pah.